Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted." This represents the bard perfix plug. There are no allegations related to the modified kugel patch. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of a bard/davol perfix plug, reference number 0112970, lot number 43eod128. Ni/ni/ni: patient implanted with a modified kugel patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to correct omission of manufacturing date and expiration date as provided by manufacturing review (DHR). A review of the manufacturing records was performed and found that the lot was manufactured to specification. With the current information available, no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of a bard/davol perfix plug, reference number 0112970, lot number 43eod128. Ni/ni/ni: patient implanted with a modified kugel patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of a bard/davol perfix plug, reference number (B)(6), lot number 43eod128. Ni/ni/ni: patient implanted with a modified kugel patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a large direct hernia noted just medial to the internal inguinal ring. A perfix plug (device #1) was inserted through the floor of the canal medial to the spermatic cord contents. Overlay of the mesh was tacked into place using sutures.¿ (B)(6) 2005 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with implant of two bard flat mesh (device #2 & #3). Per operative notes, ¿an indirect right inguinal hernia defect was identified. The previously placed perfix plug (device #1) was divided, the hernia sac identified and dissected. A bard flat mesh (device #2) was placed in the defect and laterally into the preperitoneal space using sutures. An additional sheet of bard flat mesh (device #3) was used to reinforce the repair widely. This was tacked using sutures.¿ (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of modified kugel patch (device #4). Per operative notes, ¿there was a large direct defect beneath the cord, and it was dissected. The modified kugel patch (device #4) was placed into the preperitoneal space using sutures. Then the onlay patch was placed in the floor of the canal overlapping the pubic tubercle." Attorney alleges that the patient had loss of testicles, pain, hernia recurrence, and emotional injuries.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. H11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.